Manufacturer narrative:
This case has been discovered by engineering to be a duplicate of a reported event. All new/additional information will be processed and reported in/referenced by MFR #1038671-2022-01574.

Manufacturer narrative:
Pending investigation. D10: serial number; item number and full description. (B)(6); 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6); 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6); 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6); 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient presented on (B)(6) 2019 and polyethylene wear and femoral loosening; revision r tka scheduled. The patient was revised (B)(6) 2023. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolution date: (B)(6) 2023.